Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper handling. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation by the quality team. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaing nut. Based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori-assisted tka surgery, when the surgeon began to mill his distal femur, they noticed there was a lot of red showing up in the femur bone removal screen. They verified the checkpoints and confirmed nothing moved (case-2021-00062508-3). They inserted an actual checkpoint and redefined the femur check point. The surgeon started to mill the lateral condyle and the burr fell out (case-2021-00062508-1). They reinstalled the burr and calibrated. The surgeon refined the medical condyle and it turned a deeper red. He milled the lateral condyle without issue. They went back to plan and superiorized the femur 3mm to see how much they over resected. The 3mm refine removed all of the color minus a few red spots. They looked at the plan to see if they could adjust it to stick with journey 2. The decision was made to switch to legion primary and prepare for a distal augment. The plan was adjusted accordingly and the surgeon milled his medial distal condyle for an augment. Surgeon then finished his femur, milled his tibia, and trialed with the appropriate trials and then implanted the appropriate implants. At the end of the case, they could not remove the long attachment from the drill (case-2021-00062508-2). There was a significant delay (greater than 30 minutes) in the procedure. The patient outcome is unknown.